Manufacturer narrative:
Beckman coulter quality assurance contacted the customer to evaluate the instrument. The customer stated that they found clot in the cc sample probe., and the instrument did not give any obstruction errors during this event. The customer replaced the cc sample probe, primed the instrument which resolved the issue. Service was not requested. Customer did not provide any further details on the patient's condition; however, confirmed there was no harm to the patient. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for lact (lactate) and mg (magnesium) on their unicel dxc 800 instrument. The erroneous patient results were reported out of the laboratory, and was later amended. The customer stated one (1) patient was given magnesium due to the low result. There was no report of harm or injury to the patient. There was no affect to other patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.